Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) will be ordering a replacement latch and making the repair himself. This complaint is related to MDR #1828100-2014-00511.